Manufacturer narrative:
Analysis of the cart 9734056 s7 staff shrt 100-120v intl (serial #: (B)(4)) found insufficient information. Analysis of the software 9733686 s7 synergy spine (unknown serial/lot #) found a software registration functioning failure. This anomaly is tracked through test track (B)(4) and references to this case have been added to that record. There is no 510k number for this product as the product is not marketed in the us. Product event summary #matters s7 spine 2.1 failure of creating registration point. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an issue with registration points. L4 registration point and l5 registration point were created (totally two points were created). However, prior to procedure, the rep noted that two l4 registration points were created and no l5 registration point was created. L5 registration point was re-created. The attached photo shows that reg. Set #1 was a re-crated l5 registration point. Patient exams were unobtainable. This occurred intra/peri-operatively with no delay to surgical time. There was no reported impact on patient outcome.